Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the lead implant procedure one of the burr hole cover screws would not fix to the base of the skull. There were no external or environmental factors that led to the event. The hcp tried to mount the burr hole in another direction to get the screw to have a better drip however that did not resolve the issue. Another burr hole cover was used and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the burr hole cover (lot no. 082227017a) found that the tip of the stim loc screw threads were damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.